Manufacturer narrative:
Failure analysis conclusion: the viperwire guide wire was received at csi for analyis. Visual examination revealed the spring tip was fractured off, and the coils were damaged and deformed. Scanning electron microscopy analysis of the guide wire fracture face showed excessive torsional damage and stresses. Also, radiopaque particles were found on the outer diameter of the core fracture site. The spring tip proximal adhesive site and coils showed excessive rotational damage. Therefore, the root cause of the fractured guide wire spring tip is hypothesized to be user error as this analysis is consistent with the orbital atherectomy device driveshaft having spun into the guide wire spring tip, thereby causing the fracture. At the conclusion of the failure analysis investigation the fracture event was confirmed. Csi ID: (B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The viperwire shifted when the oad was re-positioned in vivo. Imaging showed that the tip of the guide wire had fractured in the patient's right coronary artery. The fragment was retrieved with a snare. The procedure was completed, and the patient was well.